Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had malfunctioning act, down, and esc buttons. The patient's blood glucose at the time of incident is unknown; however, his blood glucose was between 150 mg/dl and 200 mg/dl three days ago. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. Additionally, the customer mentioned receiving an unexpected restart error alarm and a failure of flash memory alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces also, unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a32 alarm, a21 alarm, prime anomaly due to button keypad anomaly. The insulin pump passed idle current test. The insulin pump was monitored and had no audio beep anomaly noted. The insulin pump had minor scratched display window, missing reservoir tube o-ring and broken off reservoir tube lip.